Event description:
Medtronic received information that battery cap cracked/damaged, labeling anomaly occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.10d. Unit passed displacement test. Unit received missing battery cap contact, faded serial number label, scratched case, cracked keypad overlay, missing display window cover, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. Unit received with corroded battery tube.